Event description:
A falsely elevated potassium result was obtained on a patient sample. The result was reported to the physician who questioned the result. A repeat draw was run and a lower result obtained. The original sample was repeated and the lower result was confirmed. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.